Event description:
It is alleged that a female pt received coolsculpting treatment with the coolcore applicator (6.3) to her right and left flanks on (B)(6) 2012 and right and left upper abdomen on (B)(6) 2012. The pt has a history of liposuction from 10 years ago and a pre-existing umbilical hernia. All coolsculpting treatments were done with the 6.3 applicators. The pt returned 2 weeks alter complaining of pain in the umbilicus. An exam showed that there was erythema inside the umbilicus only, with tenderness upon palpation. Approx three weeks post-treatment, the pt was diagnosed with an incarcerated hernia with partially strangulated abdominal content which was believed to be omental fat. The physician was able to reduce it. The pt recovered with no further complication and as of (B)(6) 2012, is scheduled to undergo hernia repair, making this a reportable event. Zeltiq was informed of this pt having an incarcerated hernia on (B)(6) 2012. It is zeltiq's policy to be conservative and to make this report. A f/u report will be made to the agency if and when new info is received about this case.

Manufacturer narrative:
Zeltiq f/u with the physician's office to gather add'l info. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.